Event description:
Complainant alleged that the clinicians were attempting to charge the device in preparation of defibrillating a pt (age and gender unknown), but the device would not charge. The clinicians then turned the device off/on, and the device functioned appropriately, and the pt was successfully defibrillated. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. In addition, the complainant reported that the facility's biomedical engineering dept was unable to duplicate the reported malfunction subsequent to the event.